Event description:
A hospital in (B)(6) reported via our distributor that two rt212 adult inspiratory heated breathing circuits failed the leak test on a servo I ventilator. They further reported a pin hole on the dryline tubes of both circuits. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: only one dryline tube from the rt212 adult inspiratory heated breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported pinhole. Results: visual inspection revealed a pinhole approximately 10cm from the connector. Conclusion: we are unable to determine the cause of the damage identified on the returned dryline tube. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions for the rt212 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).